Event description:
It was reported that the ilet screen timed out and shut down within 1¿2 seconds, and the user inadvertently announced an additional meal due to the timeout; this was associated with a usage issue involving the user interface and characterized as an improper or incorrect method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem involving the user interface, and a medical device problem characterized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.